Event description:
It was reported that pt underwent knee procedure on (B)(6) 2008. Pt was revised on (B)(6) 2010 due to soft tissue laxity. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Complaint was received by biomet (B)(4) on 3/19/10, regarding a revision due to soft tissue laxity. Info was received by the mfg facility, biomet (B)(4), on 5/14/10. An assessment was performed relating to the info received and it was determined to be an MDR reportable event. (B)(4).